Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cerebral infarction. A pulsed field ablation (pfa) procedure was completed with a farawave catheter to perform a pulmonary vein and posterior wall isolation. No air issues occurred during the procedure. During recovery, the patient condition did not improve so a computed tomography scan was performed and a cerebral infarction was found. The patient has been improving during rehabilitation. No further information was provided.